Event description:
Optometrist reported a patient came to the office with "pre-ulcerative keratitis" in the right eye, approximately 2mmx2mm superior and peripheral. The patient had a trace of iritis and 2+difuss conjuctival infection. Patients visual acuity dropped to 20/25 but returned to 20/20. Patient was prescribed cipro or polytrim, not sure which antibiotic was used. Patient has returned to contact lens wear. Ecp noted this patient is on daily wear schedule, may occasionally wear lenses overnight. No additional information is available to enable further investigation at this time.